Manufacturer narrative:
Reported event of no ble telemetry was confirmed. The device voltage was at end of life (eol) level upon receipt. Device arrived unable to interrogate. Device was cut open and high current drain on hybrid was noted. A longevity calculation was performed and found the battery depletion to be premature. Analysis performed showed the accelerated depletion of battery was due to high current in the hybrid, consistent with an anomalous integrated circuit (ic).

Event description:
It was reported that the patient presented for initial implant. During the procedure, the insertable cardiac monitor (icm) exhibited bluetooth telemetry loss. This icm was not used, and the physician completed the procedure using a different icm. There were no patient consequences reported.